Event description:
Reportedly, valve explanted after 1 yr and 2 months due to endocarditis from dental teeth cleaning. No furhter information is available.

Manufacturer narrative:
Device not returned.